Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in and on the loading device and delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint for ¿failure to load¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.